Event description:
Additional information provided by the customer on 11feb2023: patient 2, 34-year-old female patient, initial result was 412.5, repeat was <1.2 miu/ml. There was no impact to patient management reported.

Manufacturer narrative:
Section a1 - patient identifier complete entry = sample ID (B)(6) and patient 2. Additional patient information provided in section b5 - describe event or problem. The complaint investigation for false positive architect total b-hcg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and testing of the complaint lot. Trending review determined no related trend for the product. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Device history record review on lot number 42508ud01 did not identify any non-conformances or deviations with the likely cause lot. The overall performance of architect total b-hcg reagents in the field was reviewed using data gathered via abbottlink from customers worldwide and suggested that the performance is acceptable. Accuracy testing was performed using panels, which mimics patient samples, and an in-house retained kit of lot 42508ud01, stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of architect total b-hcg, lot number 42508ud01, was identified.

Event description:
The customer observed a false positive architect total b-hcg result for a 24-year-old female patient. The following data was provided (<5.00 miu/ml is negative, >/=25.00 miu/ml is positive): sample ID (B)(6) initial result, on (B)(6), was 1882, repeats were <1.2 and <1.2 miu/ml. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available. Initial reporter phone complete entry = (B)(6).